Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the device was causing thoracic pain on the left side. X-ray revealed that the implant was too far to the left causing irritation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.